Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of 420 mg/dl. Reportedly, to address the bg level, the customer changed the supplies on the pump multiple times, and delivered a manual injection. System check was performed with tandem technical support and showed that the pump was performing as intended. Customer was referred to health care provider for possible factors that may affect bg levels.